Event description:
Revision surgery - the pt had a knee replacement and had been unable to walk properly since the operation, describing the feeling as being "knock-kneed." The revision surgery took place on (B)(6).